Manufacturer narrative:
Date rec'd by MFR: 10dec2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician adjusted the dampening ring to stop the noise. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09dec2019.

Event description:
It was reported that the ventilator had an unknown noise. There was no patient involvement.